Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation. The instructions for use (IFU) and sources and the controller to prevent damage to either the power source connections or the controller power ports. Per the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient presented to clinic last visit and log files were sent at both visits, the controller date displayed 00.  The patient was sent home and the decision was made to exchange the controller at the next visit.  There was concern for the integrity of the internal battery.  The patient came in to clinic on 3/2/2017 and the controller was exchanged without any issues.  The patient was stable before and after the exchange. It was stated that there was no effect on patient. No additional information available.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed that the real-time clock was reset to zero (year 2000). Failure analysis of the device revealed that the unit passed visual examination and functional testing. The real-time clock (rtc) was found reset to zero, supplemental testing showed that the internal battery (bt2) was capable of keeping proper date and time. Most likely this happened because patient used another controller for some time and controller (B)(4) was left without power for an extended period of time. The controller was allowed to run for an extended period of time. The results revealed that the controller was able to display all characters properly. No failure detected; the controller was able to display all characters properly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.